Manufacturer narrative:
All retained samples were found to be fully compliant with product specifications. A review of the batch manufacturing records for the affected lot was performed, and no abnormalities were identified in the documentation. Additionally, no changes in raw materials or manufacturing processes were noted. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Event description:
Customer reported syringes leak, plunger "does not hold," syringes used in the production of cytotoxic drugs for patients.